Event description:
It was reported there was an error message "operating system not found." The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the programmer powered up with a system error; mpu (microprocessor unit) printed circuit board assembly found out of electrical specification. Analysis also found the system fan is noisy. (B)(4).